Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support to reset the pump, as they were unable to provide reset information at the initial contact. The customer called back later to continue the reset process to facilitate a software update. With the assistance of technical support, they successfully reset the pump, and no further issues were reported. The customer was informed to call back if any malfunction code recurs.